Event description:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse discovered that the acid and base reagents were changed at the time of preventive maintenance. The cse loaded a fresh acid and base reagent pack and performed priming. The cse noted a dispensing error due to the buildup on top of the acid pump piston and replaced it. The cse ran a background check, performed calibration on multiple methods and ran quality controls, which were acceptable. The cause of the discordant results on multiple patient samples for multiple methods is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on multiple patient samples tested for multiple methods on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia centaur xp instrument, resulting different from the initial results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results on multiple methods.